Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (misaligned) issue. It was noted that the display screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the original complaint about the misaligned display was unable to be duplicated. Unrelated to the original complaint, it was noted that when the pump powered up, the display appeared to be dim and discolored. During a visual inspection of the pump, it was noted that the battery compartment was cracked in two places: below the bumper pad and between the bumper pad and top. Additionally, there was a crack found in the case near the upper right corner of the display.